Event description:
The patient experienced increased pain. It was determined that the catheter was twisted at the pump site. The physician shut the pump off. The pump was off for approx two weeks. A catheter revision was performed; the pump was tested on the back table during surgery with a bolus of .5 mg and restarted successfully. Following the revision, the patient was reported to be stable, getting pain relief, and doing well. The device system was used to deliver morphine.

Manufacturer narrative:
Catheter.